Manufacturer narrative:
(B)(4) (sn:(B)(6)). The returned leads were analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that during a trial procedure, patients pulse dropped once proned and sedated with a local anesthesia. The physician attempted to place one trial lead and at this time, patient developed with a second degree heart block on the table. A clinical research associate (cra) was unable to elevate the pulse rate, hence the patient was removed from the table, an electrocardiogram run on patient, and was transported to emergency department (ed) via emergency medical services (ems). The physician believed it was not related to the device.

Event description:
It was reported that during a trial procedure, patients pulse dropped once proned and sedated with a local anesthesia. The physician attempted to place one trial lead and at this time, the patient developed with a second-degree heart block on the table. A clinical research associate (cra) was unable to elevate the pulse rate, hence the patient was removed from the table, run an electrocardiogram, and was transported to emergency department (ed) via emergency medical services (ems). The physician believed it was not related to the device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231670e0. Model: sc-2316-70e. Serial: (B)(4). Batch: 7082139.